Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a shifted end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error while the customer was sleeping. The blood glucose reading was 229 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.